Event description:
IV remodulin pt. Patient reported hospitalization from (B)(6) 2025 for shortness of breath and increased heart rate. She stated that her md was aware of the hospitalization. Patient plans to hold at current pump rate until she sees her md next month. Patient reported that 2 days ago she noticed that the handle on pump serial number (B)(6) is stuck. She stated that when she was discharged on (B)(6) 2025 the hospital staff must have done something to the pump because she cannot move the handle, and she has not been using that pump. Pump return tracking info unavailable. Photos were not provided. This is a continuous infusion. Set flow rate/volume delivered are unknown. No further information available. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes, upon patient return; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved? Ongoing? Resolved.